Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient developed a hematoma after the right ventricular (rv) lead implant procedure. During the hematoma evacuation, an insulation breach on the rv lead was observed. The suture used to tie the generator to the tissue had damaged the lead. The insulation on the lead was repaired with glue and insulation material. The lead remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the sls clinical study.